Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft of the delivery catheter was spiral slit. The catheter shaft was torn. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. The septum detached from the hub of the delivery catheter. The septum of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned with the returned lead in the delivery catheter. The septum was detached from the hub of the delivery catheter and was on the lead upon receipt. The slitter was no returned. Slitting did not start on the centerline of the hub of the delivery catheter. The hub of the delivery catheter was spiral slit. Slitting had terminated and restarted at 6.4 cm on the shaft of the delivery catheter. The shaft of the delivery catheter was torn at 7.4 cm, the shaft of the delivery catheter was spiral slit. Slitting had terminated at 9.5 cm on the shaft of the delivery catheter. The septum of the delivery catheter was damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the physician started to slit the catheter and the valve separated from the catheter. The pacing lead also became dislodged. The physician was unable to continue and the entire lead and catheter had to be removed. The pacing lead was attempted and not used. No patient complications have been reported as a result of this event.